Event description:
It was reported that when the doctor performed testing, there was an obvious leak in the anti-siphon chamber.

Manufacturer narrative:
The valve was not patent and did not pass leak testing due to a large tear in the top of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.